Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set there was foreign matter (dirt) on the tubing. There was no report of impact to the patient or user.

Manufacturer narrative:
Common device name: intravascular administration set. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.3. Medical device type: fpa. E.1.initial reporter facility name: (B)(6). Investigation summary: bd japan received one (1) sample from the customer, and two photos of the sample was sent for investigation. The photos were reviewed and the indicated failure mode for foreign matter - dirt was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter - dirt was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter - dirt. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.